Event description:
It was reported that the trial patient had an infection and underwent an explant procedure. No further information could be obtained despite good faith effort. Additional information was received that the patient was in the intensive care unit due to an infection that may be related to the procedure for his trial procedure.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that a trial patient had an infection and underwent an explant procedure. No further information could be obtained despite good faith effort.